Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient was at school, and when the cgm was reading low, the patient was not experiencing symptoms of hypoglycemia, he was treated with sweets. An unknown time after this the school called a private doctor who came and performed a fingerstick, the cgm was reading low, and the blood glucose reading was 547 mg/dl. The patient was brought to the hospital with an ambulance at that moment the patient was reported to be ¿ketone¿ and had a reported level of 5.2 mmol/l. At the hospital the patient received intravenous treatment with insulin and stayed for a total of 4 days in the hospital before being discharged. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.